Event description:
Needle failed to retract; extra care was not exercised and a needle stick injury occurred.

Manufacturer narrative:
(B) (4) conclusion - a root cause could not be determined as the sample was not returned for the investigation. The device history could not be reviewed as the lot number is unknown. (B) (4)